Manufacturer narrative:
The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that the meshgraft is not making the holes evenly. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. Product review of the meshgraft ii by flextronics on (B)(6) 2019 revealed that the calibration was within specifications and produced a passing sample mesh. The ratchet was functioning as intended. Repair of the meshgraft ii was not performed as device functioned as intended and passed all required testing. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was inspected and tested. RMA number (B)(4). The root cause of the reported event cannot be specifically determined with the provided information because there was no problem found with the device during evaluation and the reported event could not be confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the meshgraft is not making the holes evenly. There was no patient involvement. There was no harm/injury to the patient. There was no additional medical intervention. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product has been returned to flextronics. The product is pending investigation. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.